Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 1 neonate patient tested for bil-d bilirubin direct (bil-d) on a cobas integra 400 plus. Erroneous results were reported outside of the laboratory. The initial bil-d result was 2.24 mg/dl. The repeat result was 3.89 mg/dl. The patient had been tested on "day 1" and the bil-d result from that sample was 0.48 mg/dl. On (B)(6) 2018 a new sample was obtained and the bil-d result was 0.48 mg/dl. The customer thinks the results of 0.48 mg/dl are correct. No adverse event occurred. The bil-d reagent lot number and expiration date were not provided.

Manufacturer narrative:
As the customer declined to provide further information, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer declined a service visit as they don't believe this is a hardware issue. The customer now thinks the bil-d results of 2.24 mg/dl and 3.89 mg/dl were due to a contaminated sample and is investigating the draw. The customer has not had any other issues since this event.